Event description:
It was reported that a pt in the recovery room became hypoxemic. The staff investigated and found that the cap on the device in the breathing circuit was detached, creating a gas leak from the circuit. The leak was the sealed, and no further pt sequelae were reported.

Manufacturer narrative:
Device evaluation begun, but not yet completed.